Event description:
A malfunction was reported on the customer's pump, with the screen becoming unresponsive and not turning on. Despite this issue, there was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to connect the pump to a power source, which temporarily resolved the screen issue. The customer was informed that a replacement pump with updated software would be sent, as their current pump was part of a field correction. Furthermore, the customer was advised on using a backup insulin pump and was provided with steps for returning the faulty pump to the company within a specified time frame.